Event description:
It was reported that the proximal section of the guide catheter(subject device) broke during removal patient from the patient at the end of the procedure. The physician used a guidewire to remove all of the the broken guide catheter from the patient. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.visual inspection revealed that the catheter was kinked and separated on several places along its proximal section distal to and from the strain relief. The inner coils were stretched from the strain relief as well. Functional testing could not be performed due to the damaged condition of the returned catheter. Information available indicated that the physician tested the rest of the catheter to see how easily it would kink/fracture. It is possible that the device kinked and subsequently fractured due to excessive manipulation during the procedure. Based on the information currently available, it is probable that some procedural factors encountered during the procedure limited the performance of the catheter contributing to the reported and observed damages. Therefore, an assignable cause of component failure has been assigned to this investigation.

Event description:
It was reported that the proximal section of the guide catheter(subject device) broke during removal patient from the patient at the end of the procedure. The physician used a guidewire to remove all of the broken guide catheter from the patient. There were no reported clinical consequences to the patient.